Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 25-jul-2017: case correction upon internal review: this case is not medically confirmed. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff reported that injuries or symptoms which are claim resulted from essure decrease or resolve following essure removal. Essure confirmation test done. Diagnostic results: on (B)(6) 2005, essure confirmation test revealed that essure failed to occlude fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events added- migration of essure device. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient who underwent uterine ablation and an essure procedure". The patient's concurrent conditions included adenomyosis, chronic cervicitis, squamous cell metaplasia, menorrhagia and menses irregular. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on 18-dec-2013. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: plantiff reported that injuries or symptoms which are claim resulted from essure decrease or resolve following essure removal. Essure confirmation test done. Four coils on the right side and nine coils on the left side protruding. Failed occlusion of essure micro-insert completed approximately six months ago diagnostic results: on 05-dec-2005, essure confirmation test revealed that essure failed to occlude fallopian tubes. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming : pelvic pain, medical device monitoring error ¿. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received - new event 'patient who underwent uterine ablation and an essure procedure' was added. New reporter were added. Case updated as medically confirmed. Concomitant conditions was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient who underwent uterine ablation and an essure procedure". The patient's concurrent conditions included adenomyosis, chronic cervicitis, squamous cell metaplasia, menorrhagia and menses irregular. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: plaintiff reported that injuries or symptoms which are claim resulted from essure decrease or resolve following essure removal. Essure confirmation test done. Four coils on the right side and nine coils on the left side protruding. Failed occlusion of essure micro-insert completed approximately six months ago diagnostic results: on (B)(6) 2005, essure confirmation test revealed that essure failed to occlude fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, medical device monitoring error ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 30-year-old female patient who had essure (ess205) (batch no. 12273655) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient who underwent uterine ablation and an essure procedure". The patient's past medical history included gestational diabetes. Concurrent conditions included adenomyosis, chronic cervicitis, squamous cell metaplasia, menorrhagia and menses irregular. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain/ severe cramping"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy, laparoscopic assisted vaginal), surgery (hysterectomy, laparoscopic assisted vaginal) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure (ess205). The reporter commented: plantiff reported that injuries or symptoms which are claim resulted from essure decrease or resolve following essure removal. Essure confirmation test done. Four coils on the right side and nine coils on the left side protruding. Failed occlusion of essure micro-insert completed approximately six months ago. Diagnostic results: on (B)(6) 2005, essure confirmation test revealed that essure failed to occlude fallopian tubes. On (B)(6) 2005: hysterosalpingogram:one of the tubes did not close up all the way around the plug. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, medical device monitoring error ¿. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: plaintiff fact sheet received. Events dysmenorrhea & perforation (uterus) were added. Lab data updated. Historical conditions were added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.